Event description:
It was reported that the customer's insulin pump was alarming motor error during basal delivery. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer was able to rewind the insulin pump, and the insulin pump passed the displacement test as well as the self test. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with currents in spec. Unit unable to prime during the prime/force sensor system test due to protruded loose drive support disk. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. No motor position encoder error alarm noted on alarm history screen.